Event description:
The patient reported the neurostimulator was popping up at one of the incision sites. Additionally, the patient reported the system never really worked well for them after the permanent implant procedure. There are no plans for an explant or revision procedure and the patient was encouraged to call the office to set up a time to come in to further investigate the issue. As of november 11, 2025, the patient has not called. No further information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label and not performing an x-ray immediately after the implant procedure to confirm device placement have been ruled out. Additionally, the patient having contraindicating conditions has been ruled out. Other potential causes for the reported issue include: inadequate fixation, severe force applied to implant (patient fall, accident), excessive twisting or stretching, improper surgical technique and patient non-compliance (touching or picking at the wound). A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.